Event description:
Prodigy received a medical intervention report on (B)(6) 2013 that occurred (B)(6) 2013 at 11:00am. Pt reported that he tested with a prodigy meter and received a reading of 280mg/dl, adding that his normal number is around 180. He took a dose of insulin and became dizzy, so he drove himself to the hospital. Hospital tests resulted in readings of 77 and 88. Pt was given orange juice and released within a few hours. Emergency room doc said meter wasn't working properly but all cs tests performed came within range. Prodigy sent pt a replacement meter and prepaid envelope for return of suspect product(s).